Manufacturer narrative:
One (1) used, list #ch2000s-pc, connected to one (1) used, 50ml syringe and one (1) used, stopcock w/ extension were returned for evaluation. As received cytarabine solution residuals was observed. No damage on the spiro's splines and a good shear tab activation were observed. The set was tested as received and no leaks during the test were confirmed. The spiro was dissembled the male luer from was measurement finding within specification, the syringe's male luer lock was within spec as well.complaint of separation cannot be confirmed or replicated.

Event description:
The event involved a spinning spiros® closed male luer, purple cap where it was reported the healthcare professional noticed that the tubing was detached from the cytarabine syringe at the spiros connector. The syringe was inserted the same day at 8 a.m. Clinical consequences: there was a delay in treatment, and a new treatment was prepared along with contamination of the patient's environment (possible traces of chemotherapy on the ground). The chemotherapy decontamination protocol was carried out. There were no adverse events, no one was injured, there was not blood loss, that there was no unprotected exposure to chemotherapy for the patient, that there were no issues regarding the patient's health condition before, during or after the incident, there was a leak of chemotherapy on the on the floor, the patient received the full intended dose after the syringe has been changed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.